Event description:
User facility reports incident of a leak between the arterial dialyzer connector and the arterial tubing. This was found during the first 1/2 hour of treatment. A new line was set up to resume and complete therapy. No patient injury or need for medical intervention is reported. This MDR is filed for blood loss of 300cc.